Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three years and four months after the implant of this 18 mm transcatheter bioprosthetic pulmonary valve, a 25 mm surgical valve was implanted. The reason for the surgical valve implant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.